Manufacturer narrative:
A device history record review for each of the probes component lots was conducted. According to the device history record review, one component lot was reprocessed for an anomaly that did not contribute to the customer complaint. The product was released based on the product¿s acceptance criteria. No further anomalies were identified. No additional investigation is required based on device history record reviews. A complaint lot history examination indicates there were no other complaints for the reported issue. One probe sample was returned for evaluation. The sample was visually inspected and deemed conforming. Actuation testing were performed and deemed conforming. Cut and aspirating testing was performed and deemed conforming the complaint evaluation does not confirm the probe did not work. The probe was manufactured and functioned to specification. The root cause for this complaint issue is unknown because the returned sample was conforming to specification. No specific action with regard to this complaint was taken by the manufacturing location because the probe was manufactured to its specification. All probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe did not work during a procedure. Aspiration was present. The probe was exchanged and the procedure was completed with no harm to the patient. Additional information and product sample have been requested.